Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), a 90 cm. Saber 3 mm. X 4 cm. Balloon dilatation catheter ruptured before reaching nominal pressure during the third (3rd) inflation. There was no reported patient injury. The procedure was completed successfully. The target lesion was the left superficial femoral artery. The lesion was reported to be heavily calcified and mildly tortuous, with a 100% stenosis. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. A non-cordis inflation device was used for the procedure and the contrast to saline ratio was one to one (1:1). The inflation device was used subsequently with other devices. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter or the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The catheter did not kink during use. The catheter was removed easily from the patient and was intact. No additional information is available. The product was returned for analysis. One non sterile saber 3mmx4cm 90cm balloon dilatation catheter was returned. The balloon was received deflated and appear have been inflated. No other damage was noted in the device. A leak test was performed and a burst was noted in the balloon. Sem results showed that the external surface presented evidence of abrasion marks and scratches that could be related to the balloon burst. A scratch was also found near to the balloon burst on the internal surface. Damage was found on the marker bands during the analysis. However, the exact cause of these damages could not be determined. No other anomalies were found during the analysis. Device history review (DHR) of lot 17069014 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Leak and burst test results were reviewed and no anomalies were found during manufacturing process of this lot. The reported ¿balloon burst-at/below rbp¿ was confirmed since leakage was noted in the balloon due to a pinhole during functional test. The exact cause of the balloon pinhole could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification, mild tortuosity and 100% stenosis) may have contributed to the burst as evidenced by abrasions noted on the outer and inner surfaces during analysis. Neither the DHR review nor the product analysis or the sem analysis suggests that the failure experienced by the costumer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 3 mm. X 4 cm. Balloon catheter (bc) ruptured before reaching nominal pressure during the third (3rd) inflation. Therefore, it was removed from the patient and another new balloon was used instead. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was left superficial femoral artery (lsfa). The lesion was reported to be: a 100% stenosis, heavily calcified and mildly tortuous. An ipsilateral approach was made. The lesion was crossed using a non-cordis guidewire. Additional information has been requested.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.